Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. While waiting for replacement charging supplies to arrive via two-day shipping, the customer was advised to rely on an alternate method for insulin delivery if necessary. After receiving the new equipment, the customer confirmed that the pump was charging, and the case was subsequently closed.